Manufacturer narrative:
Correction: the correct brand name is nucleus ci532 cochlear implant with slim modiolar electrode, not nucleus 24 channel cochlear implant system as previously reported. Per the clinic, due to the multiple attempts at inserting the electrodes, the implantation surgery was subsequently prolonged and occurred for a duration of 4 hours and 20 minutes. It was reported that in the weeks following the surgery, the patient reportedly experienced a pulmonary embolism and deep vein thrombosis. It is unknown whether the medical issues experienced by the patient were related to the surgical procedure.

Event description:
Per the clinic, during implantation the device tip folded over. The surgeon attempted to reload the device for reinsertion; however it was noticed that a piece of the sheath was missing. It is suspected that part of the sheath remains in the patients' cochlea. The patient was reimplanted with a different device.